Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 800 mg/dl. For treatment, the patient was given insulin, intravenous (IV) fluids and blood work. The pod was worn on the arm and was removed at the hospital. The pod was discarded.